Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "aiming beam was firing straight out of the fiber @ 176,850 joules of use". The procedure was continued using a second fiber. It was reported that the second fiber which also completed the case also had an issue; the "aiming beam was firing straight out of the fiber @ 80,157 joules of use". Patient outcome: "no injury to the patient" this report is for the first fiber.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char and detritus adhesion; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits some melting at the output window location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.